Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented after receiving a shock. Review of the episode revealed noise on the rate/sense channel which was oversensed and resulted in the shock. Additionally, high out of range shock impedance measurements were observed. No adverse patient effects were reported.